Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. A section of the IFU will be referenced as part of this investigation report. The IFU states, "maintain axial alignment during removal. Do not rock or bend the catheter". The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed.

Event description:
It was reported that: in the resuscitation department, whilst removal the device, the yellow base separated from the needle, so it was impossible to remove the needle from the tibia of the patient. The day after the incident a surgeon had to perform an action to remove the needle. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that: in the resuscitation department, whilst removal the device, the yellow base separated from the needle, so it was impossible to remove the needle from the tibia of the patient. The day after the incident a surgeon had to perform an action to remove the needle. The patient's condition was reported as fine.